Manufacturer narrative:
The device was explanted and returned due to reported normal depletion. Upon receipt it was found to be in hardware backup mode. Testing in the laboratory found the battery voltage dropped temporarily during telemetry, which caused the device to experience power-on resets. The cause of the temporary voltage drops was an anomalous battery.

Event description:
This report is to advise of an event observed during analysis.